Manufacturer narrative:
Insulin pump received no button response due to lcd unlock keypad connector. Insulin pump was unable to perform prime test due to no button response. Insulin pump was unable to verify prime and fill anomaly due to no button response. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin squirted out during the manual prime and that she had an alarm that she was unable to clear. She was advised to hold down the act button until a second series of beeps or numbers appeared on the display and she stated that she received neither of these. The insulin pump had alarmed for battery out limit. She stated that the escape button was unresponsive. The blood glucose reading was 168 mg/dl. Nothing further was reported.